Manufacturer narrative:
Initial.

Event description:
It was reported that the user started a new freestyle libre 3 plus sensor using the libre mobile app instead of initiating it through the ilet app, which prevented the ilet from receiving continuous glucose data and required manual blood glucose entry to maintain insulin delivery. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention beyond user education, and no alerts or alarms from the ilet. User support included customer coaching on correct sensor initiation workflow and confirmation that the sensor was paired to another device. Investigation of this case revealed a use error in sensor setup resulting in ¿sensor in use by another device,¿ with the sensor¿app pairing process functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and device compatibility workflow.